Manufacturer narrative:
The investigation has been completed for the reported issue of hemolysis. The device was not received for evaluation. The root cause of the hemolysis was not determined since product was not returned. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the patient experienced hemolysis. Action taken to resolve the issue are unknown. The patient survived the procedure.

Manufacturer narrative:
The cause of the hemolysis was not determined since product was not returned. This report is being filed as part of a retrospective review of historical records.